Manufacturer narrative:
(B)(4) (cuvette lot #d1p3c172). Method: device has been requested. No product returned. Device history record for cuvette lot was reviewed and met specifications. Result: customer complaint could not be confirmed. Conclusion: no conclusion can be drawn. Itc has requested all data required for form 3500a.

Event description:
Healthcare professional reports lower than expected result for patient on protime microcoagulation system. The patient generated inr 1.4. The test was repeated by lab draw on the same day. Lab inr result was 2.1. Patient's therapeutic range 2.0-3.0. No adverse event(s) reported.